Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during implant. The physician attempted to reposition the lead but it became lodged in the superior vena cava (svc) and was ultimately explanted and replaced with a new rv lead. Upon extraction it was noted that the helix had become noticeably uncoiled and had retained some tissue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Also visual summary analysis of the lead indicated damage at implant and lead stretching. The analyst commented that the lead was returned withthe helix stretched. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.